Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1, -11.50/4.0/084 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2020 the lens was removed and exchanged for a longer length lens due to low vault. This exchange resolved the problem.